Event description:
It was reported that during a total pelvic exoneration, the electrode was broken off and it fell into the patient toward the end of the operation. All pieces were retrieved without any problems. It was 6 hours operation. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode not present and not returned. The instrument was disassembled and it was noted that the electrode was missing distal to the weld. There was a portion of the electrode attached to the inner tube at the weld. It could not be determined what may have caused the incident reported.